Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem - o -lok clip applier instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the large hem - o -lok clip applier (470230-12/n10200928 0119) associated with this event has been performed. Per logs, the large hem - o -lok clip applier instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 41 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). Isi received images of a broken large hem - o -lok clip applier instrument. A review of the image was conducted by regulatory postmarket surveillance (rpms) analyst and found the following information: the review of the provided image is consistent with the alleged complaint of instrument jaws not closing and the root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the large hem - o -lok clip applier instrument was not closing and had loose cable. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the 8mm large hem - o - lok clip applier instrument was not closing and had loose cable. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27th april, 2022: the issue occurred during procedure. The large hem - o -lok clip applier instrument clip was loaded but the instrument would not close. There was no allegation of the non intuitive motion. There was no patient injury. Weck large hem-o-lok clips were used. The procedure was completed with the laparoscopic clip applier instrument using the same clips. The large hem - o -lok clip applier instrument was found to have loose cable. The patient demographic information was requested but unavailable.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the large hem - o -lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of loose grip cable at the proximal end to be related to the customer reported complaint. The large hem - o -lok clip applier instrument was found to have a loose grip cable at the distal end. The grip cable became loose due to the broken grip cable at the proximal end. The clip test could not be performed because the instrument failed engagement on the in-house system. The root cause of this failure is attributed to component failure. Additional observations related to the customer reported complaint were also identified: the large hem - o -lok clip applier instrument was found to have a broken grip cable at the proximal end. As a result, the grip cable became loose at the distal end. The root cause of the broken - proximal instrument grip cables is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.